Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. During an attempt to interrogate the device it was noted that rf telemetry was not possible, and that telemetry was only established after the rf antenna was unplugged from the programmer. Additionally, the clinic has not received transmissions from merlin.net. A firmware download was performed and rf telemetry was successfully performed. Patient monitoring will continue.